Event description:
Customer reported an issue with a precision xtra blood glucose meter, and while waiting for replacement product to arrive in the mail, the customer reported that they were not monitoring their blood glucose, and reported feeling sweaty and dizzy. Paramedics were called, and the customer was transported to a local hosp where they were diagnosed with diabetic ketoacidosis. Insulin was administered in order to stabilize glucose. Customer has since been provided with a freestyle freedom blood glucose monitor as a replacement.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.